Event description:
During abdominal abscess drain with chiba needle in place, the wire unraveled and separated in pt. The separated segments were successfully retrieved.

Manufacturer narrative:
Eval: the customer has returned the complaint device in a used and damaged condition. The investigation discovered that the safety wire separated from the distal weld connection thus causing the coil to become extremely elongated. A portion of the distal end of the coil, approx 7 cm in length, measuring from the distal weld ball was not elongated. This may suggest that the coil became caught on the end of the needle, thus causing the separation. This device is inspected 100% for bends, kinks, adequate joint strength, verifying over all length and other surface imperfections prior to transport.